Manufacturer narrative:
Siemens has requested instrument log files for further investigation. Customer has provided the files and investigation is underway. The cause of this event is unknown.

Event description:
Customer reported that they received discrepant high total hemoglobin thb results for the same patient on their rp500e instrument compared to re-testing on new samples on a non- siemens lab instrument. There was no reported injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation. Based on the co-ox subcomponent and sample quality checks, aqc performance, lack of any co-ox related calibration drift or diagnostic errors leading up to and on the day of the escalated events. The co-oximetry optical subsystem responsible for the measurement of thb on both systems appeared stable. And functioning as expected. The reported thb values appear valid. The cause of this event is unknown.